Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient who was receiving 3000mcg/ml baclofen at a dose of 2006mcg/day via an implantable infusion pump for intractable spasticity and multiple sclerosis. It was reported that the patient was having a pump revision. The pump revision was due to the pump dropping in the pocket over time and is now hitting the patient's iliac crest. No symptoms were reported and the cause of the movement was unknown. No further complications were anticipated/reported.